Event description:
It was reported that a physician, trained in the use of the starclose se, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, the device was difficult to remove. The wings appeared to be stuck in the open position. As per the instructions for use, the access ports and safety release button were used to remove the device. Although the clip appeared to have achieved partial hemostasis, manual compression was applied to complete hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). (Changed from yes to no; device was returned, but inadvertently misplaced) without the product to examine, a cause for the difficult device removal could not be determined. A device can be difficult to remove due to a number of factors including, but not limited to, manufacturing or tissue compaction that results in a distal force being applied to the locator wings bending them distally and restricting the proper retraction into the delivery tubeset. This may have been a contributing factor to this event, but cannot be confirmed. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there has been no other incident reported for difficult to remove device with this lot. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.